Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5151357 received that states "I experienced a severe pain in the upper back that lasted all day. Other symptoms were a chronic dry cough and shortness of breath I went to the emergency care unit where I received an echocardiogram and was admitted to the hospital. I was told that my aortic replacement valve had badly deteriorated and that I needed it to be addressed promptly. The deteriorated valve was a st. Jude trifecta gt installed on (B)(6) 2017. As a result I had a medtronic valve inserted bytavr (transcatheter aortic valve replacement)." It was reported that on (B)(6) 2017, a 25mm trifecta gt valve was implanted during an aortic valve replacement. On a later date, the patient experienced severe upper back pain, chronic dry cough, and shortness of breath. The patient presented to the emergency department and received an echocardiogram, which revealed valve deterioration. The patient was admitted to the hospital. On (B)(6)2023, the patient received a transcatheter aortic valve implantation, or valve-in-valve surgery. The patient status was stable.

Manufacturer narrative:
An event of valve deterioration discovered via echocardiogram was reported. Information from the field indicated that the patient presented with severe upper back pain, chronic dry cough, and shortness of breath and that the valve had been implanted for 6 years. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.

Event description:
User facility medwatch report mw5151357 received that states "I experienced a severe pain in the upper back that lasted all day. Other symptoms were a chronic dry cough and shortness of breath I went to the emergency care unit where I received an echocardiogram and was admitted to the hospital. I was told that my aortic replacement valve had badly deteriorated and that I needed it to be addressed promptly. The deteriorated valve was a st. Jude trifecta gt installed on (B)(6) 2017. As a result I had a medtronic valve inserted bytavr (transcatheter aortic valve replacement)." It was reported that on (B)(6) 2017, a 25mm trifecta gt valve was implanted during an aortic valve replacement. On a later date, the patient experienced severe upper back pain, chronic dry cough, and shortness of breath. The patient presented to the emergency department and received an echocardiogram, which revealed valve deterioration. The patient was admitted to the hospital. On (B)(6) 2023, the patient received a transcatheter aortic valve implantation, or valve-in-valve surgery. The patient status was stable. No additional information was provided.